Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic transurethral resection procedure, the tip of the inner sheath broke off into approximately 5 pieces inside the patient's bladder. All the pieces were able to be removed successfully. The procedure was prolonged approximately 5-10 minutes .the intended procedure was completed with another similar device. The lot number of the device used to complete the procedure was not provided. There was no impact or injury to the patient reported. No user harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). Device inspection confirmed the reported issue. Approximately 50% of the ceramic tip was found broken, and the missing pieces were not returned. Multiple scratches on the sheath were noted. The unit had no issue as being inserted into an outer sheath. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. As stated on the IFU and as a preventive measure, the user manual states : always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding." Olympus will continue to monitor complaints for this device.